Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 25 devices were evaluated in the field and the issue was confirmed; 3 devices had bent components, 2 devices had stripped components, 1 device had a pinched component, and 18 devices had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 26 </noe> malfunction events, where it was reported there was accessible electric current. There was no patient involvement.

Manufacturer narrative:
It was originally reported that there were 26 devices experiencing the reported issue; however, it was determined that 25 devices were experiencing the reported issue. B5 has been updated to reflect this.

Event description:
This report summarizes <noe> 25 </noe> malfunction events, where it was reported there was accessible electric current. There was no patient involvement.